Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigation's are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. The product has been requested back for an investigation. At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device. The customer experienced a signal loss and was unable to obtain readings and receive glucose alarms. As a result, customer was not alerted of changes in glucose level and experienced cramps in the foot and seizure. The customer self-treated with magnesium and "cholesterol remedy" and no third-party intervention was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor and no issue was observed. Unable to extract sensor data using evm(evaluation module). An extended investigation has been performed. Performed an internal visual inspection on the returned de-cased sensor and no evidence of misuse was observed. The returned battery voltage was measured and it was not within specification range. The sensor was inserted into test fixture and attempted to extract data. The sensor was observed in sensor state 8 (error termination) indicating that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. The returned sensor was re-programmed. It was observed that the event log was full preventing the sensor from being re-programmed. A full event log prevents the sensor from performing the ble(bluetooth low energy) functionality of the sensor. Unable to continue investigation as sensor is no longer in a condition to perform functionality testing. Therefore, issue is unable to test. Section h6 (investigation findings) code c20 (no findings available) was selected, as adc was unable to perform further testing on the returned device. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device. The customer experienced a signal loss and was unable to obtain readings and receive glucose alarms. As a result, customer was not alerted of changes in glucose level and experienced cramps in the foot and seizure. The customer self-treated with magnesium and "cholesterol remedy" and no third-party intervention was reported. There was no report of death or permanent impairment associated with this event.